Event description:
It was reported that during a diagnostic colonoscopy under sedation, the colonovideoscope experienced angulation tightness and stiffness which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.